Event description:
According to the facility on (B)(6) 2024 the patient experienced a skin reaction related to the use of the sureprep wipe.

Manufacturer narrative:
According to the facility on (B)(6) 2024 the patient experienced a skin reaction related to the use of the sureprep wipe. Per the facility the skin was "cleansed with chloraprep" prior to application and the skin irritation was described as "red welts-rash like appearance where the skin prep was applied". Per the facility the patient required prescription "bactroban ointment with every dressing change" and the "rash is clearing up". No additional information is available at this time, and the facility was unable to state the definitive cause of the rash. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.